Event description:
During a laparoscopic cholecystectomy on an unknown date the surgeon noted there was a tear in the trocar seal. The surgeon thinks the al326 inadvertently tore the seal which resulted in a loss of pneumoperitoneum. There was no consequence to the pt.